Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension sets with one-link needle-free lv connector disconnected from a patient's arm. This event occurred during patient use and resulted in a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.